Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were experiencing low blood glucose and alleging for possible over delivery anomaly. Blood glucose level at the time of the incident was 34 mg/dl which was treated with food. Customer's current blood glucose value was 200 mg/dl. The customer was working in the middle of the night prior to low blood glucose event. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with programming the insulin pump. The insulin pump will be returned for analysis.